Event description:
Severe corneal abrasion to my left eye while on vacation. Had just purchased and worn the coopervision avaira toric contact lenses. Had to go to the emergency room and then to an ophthalmologist the next morning. Had to wear an eye patch for 24 hours, used antibiotic drops for my eye and had to take pain killers to help with the pain. Dates of use: (B)(6) 2011.